Event description:
Boston scientific received information that the afternoon following the initial implant procedure, loss of capture (loc) was observed, with intermittent sensing in both cambers. A chest xray was performed, which confirmed that the right atrial (ra) and right ventricular (rv) had dislodged. An invasive revision procedure was performed and the leads were successfully repositioned. Four days following the implant of this lead, the patient was presented in the emergency room (ER) and reported "body jerking" sensations. Upon interrogation, atrial loc and no sensing were observed. The patients' intrinsic rhythm measured at 40bpm, however, was not being sensed. Ventricular capture was observed at 3.5 v with impedance measurements unchanged since implant. An xray was performed and the ra and rv leads were successfully repositioned.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.